Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the freestyle libre sensor. The customer reported a high scan of 353 mg/dl compared to competitor meter result of 162 mg/dl. The customer was dizzy, nauseous, and had headache, and went to healthcare provider. Healthcare meter results of 162 mg/dl, 89 mg/dl, and 79 mg/dl were obtained, and customer treated with glucose. There was no report of death or permanent injury associated with this event.